Event description:
It was reported that the patient had a loss of therapeutic effect and intermittent to no stimulation sensation. Symptoms were in the perineum area. The patient had great results in the hospital immediately following the surgery, but a short time later stimulation did not work as well. Therapy provided some symptom relief but not as much as in the beginning. The patient had two surgeries about 8 weeks apart, one on her lumbar spine l4-5 and another on the cervical spine (c2-t1). The patient had an MRI done prior to one of the surgeries, but it was not stated whether the MRI was before or after the device was implanted. An impedance check showed normal impedance values on all contacts; however different pairs of electrodes had the same or similar impedance values. The patient felt "hemorrhoid pressure" during bowel movements and expelling gas while on program 4, the program the patient had come into the office with. The device parameters were adjusted multiple times with the patient able to feel stimulation on lower amplitudes, but then it faded and she could not feel stimulation at higher amplitudes. The patient had anal pain and was verbally uncomfortable on program 3; however later the patient felt nothing on the same program. Program 4 was left on for the patient as it was reported that she was getting some benefit since she had an accident shortly after stimulation was turned off. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received from the hcp reported that the patient had increased accidents and leakage, however this was not attributed to any device. An x-ray showed no breaks or kinks on the lead, and the hcp did not take any surgical intervention. An appointment was scheduled for (B)(6) to reprogram the patient, and the hcp planned to watch her diet. The patient did not require hospitalization.

Manufacturer narrative:
Product ID 3889-28, lot# v814839, implanted: (B)(6) 2011, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).